Event description:
Patient underwent a wound revision. At the end of the procedure, when vagal nerve stimulator battery was tested, it was found to be dead. Per surgeon, the battery was functional prior to surgery. The battery was replaced and testing of the new battery found it to be functional.